Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after making a successful end to end anastomosis on a laparoscopic sigmoidectomy, it was noted that there was bleeding in the anastomosis area. The post op leakage test was ok and the donuts were complete. Clips needed to be placed to stop the bleeding. Patient lost more than 0.5 - 1 liter of blood. It was also mentioned that there have been 4 similar issues with post op bleeding on the anastomosis where clipping was needed.